Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. The advancer tube was not returned. Signs-of-use in the form of biological material was observed on the guide wire body. The guide wire was observed to have several kinks/bends across the guide wire body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks/bends in the guide wire were located approximately 152mm, 180mm, 224mm, 558mm, and 570mm respectively from the distal end. The overall catheter length and guide wire outer diameter were measured and both were found to be within specification. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire, and no relevant manufacturing issues were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 152mm, 180mm, 224mm, 558mm, and 570mm from the distal tip. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the obvious signs-of-use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: there was burr on the swg (spring wire guide) prior to the patient use.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the swg (spring wire guide) kinked in use.

Event description:
The customer reports: there was burr on the swg (spring wire guide) prior to the patient use.